Manufacturer narrative:
The report of a potentially compromised percutaneous lead (lead) was confirmed. The distal-end/external portion of the lead was replaced on (B)(6) 2017 and approximately 13 inches of the replaced portion of the lead was returned. Electrical continuity and high-potential testing were performed on the returned portion of lead and did not reveal any issues that would have resulted in the reported event. On (B)(6) 2017, the patient received a pump exchange. The pump was returned assembled with the lead cut approximately 2 inches from the pump housing and approximately 12 inches of the severed portion was returned. Electrical continuity testing was performed on the returned portions of the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The bionate layer and metal braided shield were then removed and examination of the underlying wires revealed breaches to the insulation of the yellow, brown, and orange wires approximately 4 inches from the pump housing. The conductors of these wires were exposed as a result of the insulation breaches. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The breaches to the insulation of the yellow, brown, and orange wires appeared to be the result of abrasion against the metal braided shielding due to repetitive flexing/movement of the wires in this location. There was no evidence of mechanical damage such as crushing or pinching. The yellow, brown, and orange wires each represent one of two redundant wires that support one of the three motor phases. The yellow wire supports phase 1, the brown wire supports phase 2, and the orange wire supports phase 3. Breaches to the insulations of these wires could result in low speed/pump stoppage events, as recorded in the submitted system controller log file, as a result of an electrical short to ground if the exposed conductors of any of these wires made contact with the metal braided shield while the system was operating on a tethered power source (such as the power module). Breaches to the insulations of these wires could also result in low speed/pump stoppage events as a result of a phase-to-phase short if the exposed conductors from two different motor phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on either battery or tethered power. The patient remains ongoing on lvad support with the replacement device with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 9 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4.5 years of support, pump stoppages occurred during power module and battery support, confirmed via the system controller log file. The patient was asymptomatic and in stable condition. The alarms could not be reproduced when the driveline was manipulated. On (B)(6) 2017, an external driveline evaluation was performed. The x-rays images of the portion of the driveline external to the patient showed an area of stressed shielding approximately 5 cm from the metal part of the connector. The driveline internal to the patient showed a small obstruction in the arc on the patient¿s right side. Visual inspection of the driveline revealed several previously unreported rescue tape repairs. Directly behind connector bend relief, the shielding was disconnected approximately 90 to 100%. The silicone tube felt slightly thinner in some areas. Palpation of the external part of the driveline showed no indication of mechanical internal damage. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements with a grounded power module patient cable. A distal end percutaneous lead (driveline) replacement was performed. On (B)(6) 2017, a new pump stoppage occurred. The patient was cardiopulmonary stable at the time of the event. A pump exchange was successfully performed on (B)(6) 2017. No additional information was provided.